Event description:
The customer reported that the system displayed several errors and would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The system was rebooted several times and found to be working as intended. The system was put back into service.